Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The motor had moisture damage. No constant tone noted. The insulin pump was unable to test for button unresponsive due to blank display. No damage noted on the keypad traces and the keypad connector on lcd board was locked. The insulin pump had minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of keypad issues with their insulin pump. The customer states the keypad was unresponsive and was unable to halt a beeping noise. The patients' blood glucose level was 215 mg/dl. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.